Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. The ra lead was repositioned and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.